Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that a dell handheld computer's screen froze while interrogating the first two pts after a software upgrade. A soft reset was performed to resolve the issue. The device will not be returned.